Event description:
A (B)(6) year old male patient contacted zoll customer support to report that when he "put the battery in the charger, a red circle with the slash appears on the screen and the battery is not charging." The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported (battery won't hold charge) has been confirmed. Upon evaluation, the battery output voltage was measured at 6v. The cause for the low output voltage cannot be positively determined. No adverse event resulted from the low output voltage. The patient received a replacement battery pack.